Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window cracked case at a display window corner and a broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump fell off of a bed and was cracked. The customer did not recall the blood glucose reading. The customer reported that the screen was cracked. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.